Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level exceeded the desired range, displaying "high." The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi) and ensured their insulin tubing was straightened to resolve the issue. There was no mention of the need for third-party assistance. Reportedly, the customer continued to use the pump for insulin therapy.